Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer on how to press the button effectively and confirmed that the pump's display could be activated, although the button remained difficult to use. As a resolution, technical support decided to replace the pump while the customer continued using the current pump. The customer was also instructed on how to store the device and return it with a pre-paid label, and they acknowledged these instructions.